Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Patient presented due to a non-st elevation mi in a rested and fasting state. Vascular access was obtained via the right femoral artery. The two 90% stenosed de novo, 'very tight' stenosis target lesions were located in the proximal and mid right coronary artery (rca). A 6fr fr4 guide catheter was placed and a kinetix guide wire was advanced to the target lesion. A 2.5x15 unspecified balloon catheter was advanced and inflated to 14atms in the proximal and mid rca. A 3.5x15 non-bsc bare metal stent (bms) was advanced but would not cross the proximal stenosis. The artery was buddy wired with an extra support guide wire, then a unspecified 3.5x15 balloon catheter was advanced to the mid right coronary artery and inflated to about 12atms, pulled back to proximal stenosis and inflated to two times to 15atms. The 3.5x15 non-bsc stent was reinserted but was unable to advance. After removal of the 3.5x15 non-bsc stent, the physician was then going to pull back the kinetix guide wire and put the stent delivery system down the non-bsc extra support guide wire. At that point it was noted that a piece of the kinetix guide wire had broken loose just at the tip of the guide catheter. A snare was advanced, and with some difficulty, the piece of the kinetix guide wire was retrieved. All other devices were removed, the artery was re-engaged with the 6fr fr-4 guide catheter, and the non-bsc extra support guide wire. The 3.5x15 non-bsc bms was then successfully advanced to the mid area of stenosis and deployed at 14atms. A reasonable result was achieved. In order to treat the distal stenosis, another 3.5x15 non-bsc bms was advanced but was unable to cross the proximal stenosis. At that point, the proximal was stented with a 3.5x15 non-bsc bms deployed at about 15atms. Angiography revealed a good result at the lesion. The patient had received a fair amount of contrast, as well as radiation, so the procedure was concluded.

Manufacturer narrative:
Device evaluated by manufacturer: the kinetix guide wire was received in two pieces. No original packaging or other devices were received with the complaint device. The corewire and high torque sleeve were fractured. The distal portion of the distal tip measured 0.5" long from the corewire fracture surface to the tip. The proximal portion of the distal tip measured 6.25" long from the corewire/high torque sleeve fracture to the adhesive ramp. Magnified inspection of the fractured end of the high torque sleeve presented evidence of a ductile overload fracture. The corewire fracture surface was bent, indicating that the corewire fracture may be attributable to ductile bend overload. There was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).